Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to reproduce or verify the reported issue. After performing unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The third-party service agent contacted physio-control to report that their customer's device had unexpectedly powered off twice, during air transport of a patient. The patient associated with the reported event was not harmed.